Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported an oor while programming a patient. The patient fell around the first week in (B)(6) and no longer felt stimulation. Patient is in clinic today for reprogramming. Caller reported electrode 11 <(>&<)> 12 are 30,000 ohms. Caller will send impedance measurements via email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Patient said due to deconditioning she falls (and presented to clinic with walker). The no longer feeling stimulation was determined because she was programmed on electrodes 11 & 12 which per the photo below are not able to be used to due the high impedances. Once we programmer her away from these electrodes then she no longer got the oor message and was feeling stimulation. Rep changed the electrode configuration on b to be at the top of the rt lead (avoiding the 11th & 12th electrode) by putting an extended bipole with the cathode at 9 and the anode at 10. She was able to feel stimulation on b which this new setting. Rep also gave her a new program a which she felt stim in her painful areas. This was programmed on the lt lead. The patient wants to avoid a lead revision at all cost and is willing to try these programs that we gave her on (B)(6) 2022. The high impedance on electrode 11 & 12 is not resolved and will not be unless there is a lead revision. At this time the patient and dr. (B)(6) do not want to move forward with a lead revision and want to attempt to see if these new programs provide adequate relief.